Manufacturer narrative:
Tina-quant hemoglobin a1c gen.3 - hemolysate and whole blood application lot number is 860395. The field service engineer inspected the module and determined that a torn vacuum tube in one of the nozzles caused the event. He fixed and reseated the vacuum tubing, inspected rinse tubing condition, replaced the sodium hydroxide (naoh) tygon tubing, and verified the fluidic rinse levels and gear pump pressure. He verified the module's performance with qcs. The investigation is ongoing.

Event description:
The initial reporter received questionable tina-quant hemoglobin a1c gen.3 - hemolysate and whole blood application assay results from three patient samples tested on the cobas 8000 cobas c 502 module. Patient sample 1 the initial result from the module was 11.0%. The repeat result from another analyzer was 6.3%. The doctor questioned the result, prompting the rerun. The repeat result was deemed correct. Patient sample 2 the initial result from the module was 16.4%. The repeat result from another analyzer was 5.15%. Patient sample 3 the initial result from the module was 10.1%. The repeat result from another analyzer was 5.07%.